Event description:
Customer reported rh discrepancies on the echo. Two historically rh positive samples were reported as rh negative when tested on the echo.

Manufacturer narrative:
Review of the instrument images revealed negative interpretations for both samples. The customer performed manual testing using the same lots of anti-d series 4 and 5 used on the echo, suspended in parallel with an rh control. Both samples reacted 1+ or less with manual testing . The echo operator manual contains a limitation that reactions graded 1+ or less in hemagglutination testing can not reliably be detected on echo.